Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading the cartridge with insulin, the customer received a cartridge alarm 8. The customer's blood glucose was not impacted. Tandem technical support assisted the customer with the loading process with the same supplies. The customer was able to load the cartridge and resume insulin delivery.